Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the reported event at 5:56 pm cet on (B)(6) 2023, demonstrated the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. The eversense e3 user guide states that "the cgm system measures glucose in interstitial fluid (isf) between the body's cells. Physiologic differences between isf and blood from a fingerstick may result in differences in glucose measurements. These differences are especially evident during times of rapid change in blood glucose (e.g., after eating, dosing insulin, or exercising), and for some people, during the first several days after insertion due to inflammation that may result from the insertion procedure. Glucose levels in isf lag behind glucose levels in blood by several minutes". In the first several days after the insertion, the wound healing response to the insertion site can lead to either a hinderance of the sensor's access to the glucose in the isf or an initial depression of the optical signal, or both. This incident happened during initial settling period and once the sensor stabilized after insertion, the system started to perform within expectations with better agreement between sensor glucose (sg) values and the blood glucose(bg) calibration entries. The current sensor performance is within expectations. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hypoglycemia incident where the user complained of not receiving low glucose alert from the eversense cgm system due to discrepancy in sensor readings. The patient reported that event happened on (B)(6) 2023 at 5:56 pm. The blood glucose (bg) value at the time of incident was 2.2 mmol/l and the sensor glucose (sg) reading was 7.2 mmol/l. The patient did not seek any medical attention and was able to self resolve by eating sugar.